Event description:
The international customer reported the ventilator displayed a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. Occurrence of the reported problem while in use in normal ventilation operation may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers service technician replaced the power management pcb board to address the reported problem. Final testing was completed to operating specifications.